Event description:
The customer contact reported difficulty regulating flow; subsequently, the pt received less medication than intended. The tubing set was being used in the or to deliver an unspecified IV solution. The cair clamp was used to regulate the flow rate. After an unspecified length of time in use, the anesthesiologist delivered an unspecified beta blocker IV push and reported that the pt did not respond in a manner that he was expecting. The drip chamber on the IV tubing set was checked and it was not that the IV was not dripping. The anesthesiologist then readjusted the cair clamp on the tubing set and the unspecified primary IV solution began dripping. There were no reported adverse pt effects. No medical interventions were required. Though requested no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. All affected customers were notified via a device info letter dated september 20, 2007. [See attached letter].